Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in threshold and high impedance. A possible lead fracture was suspected. The lead was capped and replaced with a low voltage lead as part of a system downgrade. No patient complications have been reported as a result of this event.